Event description:
It was reported that patient experienced pump performance issues, including slow operation and unresponsive screen.. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or outcome of the event.